Manufacturer narrative:
The insulin pump was received with no button response due to flattened dome switches on all buttons and an unlocked lcd connector. The unit was unable to perform all functional testing including the displacement, operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests or verify the signal too low alarm, unexpected restart error alarm, and failed battery test alarm due to unresponsive buttons. The following physical damage was noted: cracked casing at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that her insulin pump alarmed with an unexpected restart error. The patient's blood glucose at the time of incident was 156 mg/dl. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The unexpected restart error alarm recurred during normal insulin pump use. Additionally, the customer received a failed battery test alarm. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. Further troubleshooting did not occur. The insulin pump was returned for analysis and a replacement device was shipped to the customer.